Manufacturer narrative:
As reported, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, deep vein thrombosis (dvt), blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient reportedly became aware of the allegations approximately twenty-two months post implant. The patient is also reported to have experienced mental anguish related to the filter. Information provided in the medical records noted the indication for the filter implant as bilateral pulmonary embolism (pe), extensive dvt of the left lower extremity, with an ulcerative colitis flare up, dehydration and a history of hypertension. The filter was placed via the right internal jugular vein and deployed just below the level of the renal veins. The patient tolerated the procedure well with no immediate complications. Two days after the filter implant the patient underwent a gastroesophageal duodenoscopy and colonoscopy, no active bleeding was noted, the patient was then started on steroids and heparin. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Without procedural films and post implant imaging available for review, the reported clotting, blood clots and vena caval occlusion could not be confirmed and the exact cause could not be determined. A device malfunction has not been reported at this time. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues may have contributed to these events. Given the limited information available for review, a relation between the device and the event(s) could not be determined. At this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, deep vein thrombosis (dvt), blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient reportedly became aware of the allegations approximately twenty-two months post implant. The patient is also reported to have experienced mental anguish related to the filter. Information provided in the medical records noted the indication for the filter implant as bilateral pulmonary embolism (pe), extensive dvt of the left lower extremity, with an ulcerative colitis flare up, dehydration and a history of hypertension. The filter was placed via the right internal jugular vein and deployed just below the level of the renal veins. The patient tolerated the procedure well with no immediate complications. Two days after the filter implant the patient underwent a gastroesophageal duodenoscopy and colonoscopy, no active bleeding was noted, the patient was then started on steroids and heparin. The patient subsequently reported becoming aware of filter tilt approximately twenty-two months post implant. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Without procedural films and post implant imaging available for review, the reported clotting, blood clots and vena cava occlusion could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. With the limited information provided and no images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues may have contributed to these events. Given the limited information available for review, a relation between the device and the event(s) could not be determined. At this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional b5 narrative: an updated patient profile form (ppf) was received indicating that the filter has tilted. Additional h6 device code 3036. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information provided on the patient profile form (ppf) indicated that the patient experienced blood clots, clotting and/or occlusion of the inferior vena cava (ivc) and deep vein thrombosis. The patient reportedly became aware of the allegations approximately twenty-two months post implant. The patient is also reported to have experienced mental anguish related to the filter. Information provided in the medical records noted the indication for the filter implant as bilateral pulmonary embolism (pe), extensive dvt of the left lower extremity, with an ulcerative colitis flare up, dehydration and a history of hypertension. The filter was placed via the right internal jugular vein and deployed just below the level of the renal veins. The patient tolerated the procedure well with no immediate complications. Two days after the filter implant the patient underwent a gastroesophageal duodenoscopy and colonoscopy, no active beeding was noted, the patient was then started on steroids and heparin. Additional information was received with updates made to the following sections: new adverse event codes (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.